Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the supracore guide wire was opened under sterile conditions and inspected. The coils of the wire were separated but the core was intact. The device was not used and there was no patient involvement. A new supracore guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip break was not confirmed; however, the stretched coils noted during return analysis may be the damage the account was referring to. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tip break. The reported tip break was unable to be confirmed by return analysis; however, the stretched coils noted during return analysis may be the damage the account was referring to. Factors that may contribute to a tip break / stretched coils prior to use include, but are not limited to, inadvertent mishandling during unpackaging, damage incurred during manufacturing, and/or damage incurred during shipping. In this case, the stretched coils distal to the center solder are consistent with damage incurred during unpackaging; however, this cannot be confirmed. Additionally, a manufacturing investigation was performed and found no indication of a product quality issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.